Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had battery lasts less than expected issue. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current measurement test. Pump fails sleep current test. Pump fails self test due to pump error 63. Successfully downloaded history files and traces using thus. Verified the following alarms on or near event date: stuck key alarm (61) on (B)(6) 2022 at 17:44:33.000 and insulin flow block alarm (7) on (B)(6) 2022 at 12:04:00.000. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2022 at 12:19:00.000, replace battery alert [73] on (B)(6) 2022 at 13:42:00.000, replace battery now alarm [11] on (B)(6) 2022 at 14:13:00.000, and power loss alarm [6] on (B)(6) 2022 at 08:46:18.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasting less than expected and sleep current anomaly confirmed due to esd latch-up. Verified the pump alarmed no delivery 5 times during basal starting on (B)(6) 2022 at 12:04:00.000 and ending on (B)(6) 2022 at 13:01:00.000. No keypad anomalies noted during testing. No stuck button alarms noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Confirmed pump error 63 variable 3 on (B)(6) 2023 07:34:23.000. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 1. Pump error 63 variable 3 confirmed due to cracked solder joint on u1. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Charge/battery lasting less than expected and sleep current anomaly confirmed due to esd latch-up on ic, problem isolated to electronic stack. No keypad anomalies/stuck key alarms noted during analysis, keypad unresponsive/button error alarm not confirmed. No unexpected insulin flow block alarms noted during analysis, no delivery alarm not confirmed. Pump error 63 variable 3 confirmed due to cracked solder joint on u1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.